Event description:
Patient, who had been a nurse, gave self six 50mg boluses of demerol. The patient put in a code of "123" without opening the door. The patient was changed to a different serial number, and the same thing happened. The patient has been taken off the pump temporarily, and was sent to im medicine.